Event description:
User facility mandatory medwatch was rec'd that stated the following: "device malfunction - that is, the device did not do what it was supposed to do." Upon further query, the following info was provided that indicated the device did not alarm when a distal occlusion was present. On an unspecified date and time, the device was programmed in the continuous mode, to deliver an unspecified concentration of fentanyl, at a rate of 150mcg/hr, and the delivery was started. No further programming parameters were provided. On (B)(6) 2012 at 2030, it was reported that a new vial was loaded into the device and the delivery was resumed. After an unspecified length of time, the customer contact reported there was an "increase in rate over time due to lack of relief"; however, no specific details were provided. On (B)(6) 2012 at 0220, the nurse noted that the device display indicated that 1334 mcg had been delivered; however, the vial was "almost full." At this time, it was reported that the nurse noted that slide clamp of the tubing set was clamped. The customer contact reported that the pt did not receive any fentanyl for 30 hrs. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. During testing at the user facility, the device did not alarm when a distal occlusion was present. Though requested, no add'l info was provided. Title: xxxxx. Device usage problem: device malfunction - that is, the device did not do what it was suppose to do.

Manufacturer narrative:
The device was rec'd. Investigation is not complete. The pump history was downloaded at the service center. A review of the history indicates that on (B)(6) 2012 between 1123 and 1125, pump powered on, confirm custom vial, history cleared, and pump was programmed in the continuous mode to deliver a drug concentration of 50mcg/ml at a continuous rate of 100mcg/hr with dose limit not selected, door lock three times and opened two times, and start infusion. Between 2032 and 2034, door opened, check vial alarm, check syringe alarm, check injector alarm, previous programmed settings confirmed, door locked, and start infusion. Between 2036 and 2037, door opened, shift clear 915mcg, door locked, infuser paused, and start infusion. At 0000, new day stamp (B)(6) 2012. At 0030, door opened and locked, shift clear 388mcg, start infusion. At 0048, door opened and locked, shift clear 446mcg, and start infusion. At 0854, door opened and locked, shift clear 392mcg, start infusion. At 1310, door opened and locked 2 times, check settings alarm, shift clear 425mcg, start infusion. Between 1315 and 1319, door opened and locked 2 times, check settings alarm, and the pump was reprogrammed to deliver at a continuous rate of 150mcg/hr, infuser paused alarm, and 2 start infusion. At 1732, door opened and locked 2 times, shift clear 647mcg, check settings alarm, infuser paused alarm, and 2 start infusion. At 0000, new day stamp (B)(6) 2012. Between 0222 and 0241, door opened, shift clear 1325mcg, door opened 3 times and locked 2 times, infuser paused alarm, start infusion, check vial alarm, check syringe alarm, check settings alarm, and pump was powered off. This report represents all the info known by the rptr upon query by hospira personnel.